Event description:
It was reported that there had been a rash of infections following deep brain stimulation products. Further follow-up is being conducted.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).